Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the tissue or vessel during the operation resulting in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a pseudoaneurysm occurred. On (B)(6), hemostasis was achieved with the angio-seal device, and the procedure was successfully completed. On (B)(6), the patient complained of discomfort, and an examination revealed a pseudoaneurysm had formed. The pseudoaneurysm was ligated and the problem was solved. Health harm to the patient was not serious and the patient's condition was favorable. Since the patient complained of discomfort the day after operation, the patient remained on bedrest. Since the patient complained of discomfort the day after operation, the patient was not allowed for ambulation. The patient's body type was thin and bmi unknown. Dapt medication was continued. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The event occurred post-procedure. No blood loss was reported. The event results did result in patient injury and medical/surgical intervention was required. Ligation was required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was recovering. No equipment or other devices were used with the above product.